Manufacturer narrative:
Manufacturing site: (B)(4).the gaia next 3 guide wire was returned for evaluation. The coil was cut at approximately 107mm distal to the proximal solder that was originally located at 150mm from the tip for holding the coil onto the core. The cut end of the core was located at approximately 112mm distal to the solder. Both cut ends showed cutting marks made by a rota burr. Measurement of the returned guide wire suggested that approximately 43mm of the coil including the ball tip and approximately 38mm of the core with the inner coil were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that cause of difficulty in removal of the guide wire was traced to anatomical condition, namely severe calcification. It was not concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that an asahi gaia next 3 guide wire became stuck in the patient anatomy during a percutaneous coronary intervention (pci) to treat a heavily calcified, in-stent chronic total occlusion (cto) in the right coronary artery (rca) segment #2. The proximal cap of the lesion was crossed with another guide wire supporting by a microcatheter. The guide wire was then replaced with the gaia next 3 to cross the lesion when its tip became trapped in the lesion. It was unable to remove the guide wire. The physician mechanically cut the stuck guide wire using a rotablator. A part of the guide wire remained in the lesion; the rest was able to be removed. Considering time of intervention, the physician terminated the procedure as he determined it was difficult to continue. The patient was discharge home two days later and put under outpatient monitoring.